Manufacturer narrative:
The device has not been received at the analysis site for eval as of the date of this report.

Event description:
Same case as MDR #6000089-2006-02066. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noticed. The target lesion was located in a moderately tortuous, moderately calcified, 80% stenosed segment of the right coronary artery (rca). Vascular access was via the right femoral artery. The lesion was predilated using a 15mm balloon. The physician advanced two different 2.75x 12mm taxus liberte' drug eluting stents to the proximal rca, but could not cross the lesion with either stent. Upon removal of each stent, it was noticed that the stent struts were damaged at the proximal end of the stent. The physician completed the procedure with deployment of a johnson and johnson cypher drug eluting stent size 3.0x15mm. Plavix was administered pre-procedure and following the procedure. There were no pt complications and the pt condition was reported as stable, ok. This product is only ous approved but it is similar to a marketed us device.